Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. The customer returned unused products from various lot numbers to be evaluated as part of the complaint investigation. These devices were returned to cook endoscopy on 08/17/2010. One feeding tube from each lot returned was evaluated. A tensile test of the joint connection between the dilator tip and distal end of the tubing was conducted and all devices met the applicable specification. A dimensional verification of the tube's dilator tip was conducted and all devices met the applicable specification. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Difficulty passing the gastrostomy tube through the incision site and separation of the tube can occur if the incision through the skin is less than 1cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use for this product instruct the user to make a 1cm incision site to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the gastrostomy tube exists the incision site. If excessive pressure is applied during placement, damage to the feeding tube can occur. Inadequate lubrication of the feeding tube prior to placement could contribute to difficulty passing the gastrostomy tube through the incision site and subsequent tube separation. The instructions for use for this product line instructs the user to lubricate the tube thoroughly and over the entire length. This activity will aid in smooth feeding tube placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The physician experienced difficulty pulling the feeding tube through the incision site. The feeding tube is pushed through the esophagus into the stomach and out the abdominal incision site. The report indicated the feeding tube lodges on the stylet and does not come through the abdominal incision without what was reported to be "a lot of pulling back and forth on the feeding tube." The tube separated at the joint when being pulled through what was reported to be a more than adequate abdominal incision. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The only adverse effects reported due to this occurrence was a longer procedure time. A serious injury was not reported regarding this occurrence.